Manufacturer narrative:
A partial lead with the lead tip measuring 43.4cm was returned for analysis. External and internal insulation abrasion was noted at 8.9-10.1cm from the lead tip. Internal insulation abrasion was noted at 7.4-8.3cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient received inappropriate high voltage therapy. X-ray revealed externalized conductors. The lead was explanted and replaced. The patient was in good condition following the procedure.